Event description:
One endeavor stent (2.75 x 14mm) was implanted to the proximal lad. The patient suffered spontaneous gastrointestinal bleeding on three days post stent implant. The investigator reported that the event was not related to the study stent. Prbc transfusion carried out. Patient was reported to be asymptomatic at the 30 day & 6 month follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Secondary intervention - evaluation results: inherent risk of procedure (hemorrhage requiring transfusion).